Event description:
The customer reported that during a lobectomy, an end tone, indicating a completed seal cycle, was heard, but sealing was not completed. Another device was used to compete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.